Manufacturer narrative:
B5 updated. Investigation summary hemolysis / mechanical interaction with blood: the cause of the hemolysis was not determined without returned product investigation and sufficient clinical details, including data log. Access site adverse event / hematoma: the cause of the hematoma was not determined without returned product investigation and sufficient clinical details.

Event description:
An impella 5.5 was placed via the axillary graft to support a 60 year old male who had been admitted in with cardiogenic shock and acute myocardial infarction. Prior to the 5.5 pump the patient had been supported by the impella cp for 3 days, before escalated support was deemed necessary. No other medical history was shared/known. The 5.5 supported when there was hemolysis sign of hematuria on day 4 and a hematoma observed at the axillary site, additionally on day 4. The field team was informed the hematoma was due to improper management of blood thinners. The team explanted the pump on day 9 of the support. Of note, there was patient movement and hemostasis was not noted to be optimal at implant. Patient and pump movement were possible and observed. These findings are consistent with the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock and the known risk of complications in patients on hemodynamic support.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. Red urine/hemolysis was reported while on impella support. The pump's position was checked using imaging. A hematoma to the right axillary cutdown site was also reported. Hemostasis at implant was not good. The patient's outcome is stable.

Event description:
Clinical review/rationale: an impella 5.5 was placed via the axillary graft to support a 60 year old male who had been admitted in with cardiogenic shock and acute myocardial infarction. Prior to the 5.5 pump the patient had been supported by the impella cp for 3 days, before escalated support was deemed necessary. No other medical history was shared/known. The 5.5 supported when there was hemolysis signs on day 4 and a hematoma observed at the axillary site, additionally on day 4. The team explanted the pump on day 9 of the support. Of note, there was patient movement and hemostasis was not noted to be optimal at implant. Patient and pump movement were possible and observed. These findings are consistent with the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock and the known risk of complications in patients on hemodynamic support. Additional information received: the pump is not available. It was hematuria not hemolysis. The hematoma was because of improper management of blood thinners no relation to impella. Patient was 100 percent fine and recovered without any complications.

Manufacturer narrative:
B5 revised with clinical rationale that was not included in the initial report. B5 updated with additional information.